Manufacturer narrative:
This supplemental report is being submitted to provide additional information. We correct the initial MDR report source was olympus india, not from the service department of olympus europe se & co. Kg (oekg). Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device due to the components deterioration by the repeatedly long-term use because passing more than 8 years since manufacturing the subject device. While the subject device was starting up, all the status on the front panel were lit. But the subject device might have not been able to start due to the printed circuit board failure, and then all the leds remained lit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that all leds on the front panel of the subject device were blinked during the incoming inspection for the repair at the service department of olympus (B)(4) the service department of (B)(4) found the printed circuit board failure might have been caused the blinking all leds. There was no patient injury associated with this report.